Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted upon receipt of additional information and/or completion of investigation.

Event description:
Medical specialties - broken the nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast). Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4): follow up emdr for additional information received from customer. Another follow up will be submitted upon completion of investigation.

Event description:
Additional information received 16sept2015: is the lot # available? No lot# available what was the original implant date to the patient? 5524: (B)(6) 2015; 5525: (B)(6) 2015; 5526: (B)(6) 2015 is the patient currently receiving chemotherapy? Information is not available. What is the customer using to disinfect the valve? 50-7290: alcohol pads is the drainage being performed by a healthcare provider or a personal patient caregiver(unlicensed)? 5524,5526: personal patient caregiver(unlicensed); 5525: healthcare provider how frequently is the patient receiving drainage? Daily is the patient undergoing radiation to the area where the catheter is placed? Not undergoing radiation as far as we know. Pleural or peritoneal? 5524,5526: peritoneal; 5525: pleural. Did they experience any difficulty attaching the cap or lockable drainage line at any point? In what way was it difficult? No information did the nose become bent at any time before it broke off? For example, did it bend on one drainage and then break on another occasion? No information. Do they notice anything different about the catheter tubing compared to what they've seen on other patients? No information.

Manufacturer narrative:
(B)(4). Follow up emdr: a complaint sample or sample picture was not provided for evaluation. Consequently, the investigation could not evaluate nor confirm the reported failure mode. A review of applicable device history records could not be performed since a lot number was not reported in the incident report. The investigation was not able to identify a probable root cause for the reported failure mode since no complaint sample and no lot information was provided for review. Likewise, a review of the current manufacturing process did not identify any step that may have contributed to the report failure mode. However, as the trending report indicates, we have seen other instances of this failure and have reached out to our supplier of the plastic cap to investigate their processes for possible root cause and corrective actions. Supplier corrective action request has been issued to the supplier of the plastic cap.